Event description:
The pt is a 39 yr old white female who initially had bilateral breast augmentation on 4/28/76 using the co low-profile 165cc implants. The pt then, ovr the years, developed gradual-onset fatigue, neck and shoulder aching, backaches with headaches which have all increased over time. The pt has also developed chemical sensitivity to perfume and various petrochemicals. The pt has dry eyes. On physical exam, the pt has a class ii contracture on the right and class IV contracture on the left. As a result of ruptured implants, systemic symptoms ans capsular contracture, it is medically necessary to remove these implants.